Event description:
Deep vein thrombosis; left knee pain; left knee swelling; left knee itching. Info was received in oct 2003 from pt, with a history of osteoarthritis, high blood pressure, no known allergy to chicken or birds, and no previous use of a hyaluron product or intra-articular injection. The pt received a series of three synvisc injections to the left knee, each injection one-week apart, beginning in 2003 and ending the following month. 12 days later, the pt was hospitalized due to a blood clot extending from a superficial vein in the groin, to the back of the knee, and into the popliteal vein. The blood clot was diagnosed using venous doppler and scans (unspecified) were also used to verify that there was no movement of the clot to other parts of the body. The pt was treated with coumadin (dosing not provided) and discharged from the hospital 3 days later. The pt is scheduled to have another venous doppler the following month (exact date not provided), in order to confirm whether or not the clot has resolved. Additional info was received from the pt's physician, who reported that the pt has a 3-year history of severe osteoarthritis (oa), of the left knee, with effusion history, and x-ray findings of joint narrowing and osteophytes. The pt has been treated for their oa with nsaids and previous synvisc therapy (details not provided). The physician reported the pt received synvisc injections to the left knee in 2003. No synovial fluid was aspirated prior to any of the injections. The physician noted the pt did not experience knee pain or swelling following the first two injections. Days later, the pt developed knee pain, swelling, and itching. The pt also experienced pain and swelling in their left calf and 2 days later underwent testing (unspecified) which was positive for a dvt in the superficial and popliteal veins. The pt was hospitalized (admission date not provided) for treatment of the dvt with coumadin and lovenox (dose regimen not provided). The physician did not report a causal relationship between the events and the administration of synvisc. Follow-up info was received in jan 2004 from the pt's physician who reported that the pt has no history of any extended immobility or limited activity as a result of the pt's underlying disease, osteoarthritis. The physician reported that the pt was tested for anticardiolipin (acl) antibody and the results were negative. No other bleeding parameters were tested. The physician reported the intensity of the dvt, left knee pain, and left knee swelling as severe, and the intensity of the left knee itching as moderate. The physician reported the relationship between all four of the events and the administration of synvisc as probable. At the time of this report, the pt's knee pain continues, but they have recovered from all of the other events.